Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient awoke with the pump reportedly alarming with a call service alarm. The pump was rebooted and the pump emitted a replace battery alarm. The reporter got a new battery and the pump would not power on. The reporter indicated that the patient was swimming the day prior and when the battery was taken out there was a black liquid on it. The liquid was reportedly also on the patient's bed. This report is being made based on the allegation that the pump would not power on.

Manufacturer narrative:
(B)(4): the black box showed a stoppage in insulin delivery after a replace battery alarm. The pump was resumed with a fresh battery after approximately 18 hours. The battery cap was found to be damaged and moisture/corrosion was observed in the battery compartment and on the battery cap. The pump was booted to the verify screen. The pump was exercised for 29 hours without power issues being duplicated. The pump was opened and no internal issues were noted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.